Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements made to the company's MDR filing processes. This event is being filed in accordance with a CAPA which has been opened to manage the actions related to remediation of legacy mdrs.

Event description:
A parameter in the positioning image analysis system (pias) for isocenter position #1 in treatment room 2 was mistakenly changed during the software modification work on (B)(6) 2016. A service and maintenance engineer discovered the missetting of the parameter on february 10, 2017, and it was corrected immediately. According to the treatment record after (B)(6) 2016, one patient was found to receive treatments around the shoulder at isocenter position #1. The fourteen fractions out of twenty-five were applied to the patient under the faulty condition starting from (B)(6) 2016. The incorrect parameter could have affected the patient positioning accuracy. As a result of investigation, the amount of deviation is estimated in the range of 0.24cm to 1.36cm, varying by each fraction. No adverse event for the patient has been reported. This issue has been resolved and the system is currently working correctly.